Event description:
It was reported that during use with bd intima-ii y intravascular catheter the hub burst and leakage occurred. Device was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital because of threatened abortion. On the day when the patient was admitted to the hospital, an indwelling needle was used to establish an intravenous infusion channel according to the will. When the puncture saw blood, the needle core was retracted to adjust the drip rate. When the connection of the indwelling needle was found to burst and leak fluid, the operation was stopped immediately and a new indwelling needle was replaced. There were no serious consequences for the patient.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2216532. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima-ii y intravascular catheter the hub burst and leakage occurred. Device was replaced and there was no further patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient was admitted to the hospital because of threatened abortion. On the day when the patient was admitted to the hospital, an indwelling needle was used to establish an intravenous infusion channel according to the will. When the puncture saw blood, the needle core was retracted to adjust the drip rate. When the connection of the indwelling needle was found to burst and leak fluid, the operation was stopped immediately and a new indwelling needle was replaced. There were no serious consequences for the patient.